Manufacturer narrative:
(B)(4). Batch # n9328g, n9320k, n9323w. Packaging lot# n93487, manufactured date: 10/18/2016 product exp. Date: 9/30/2021. Packaging lot# n9353g, manufactured date: 10/19/2016 product exp. Date: 9/30/2021. The analysis results found that the lcb52s devices were returned outside its original package. Only the devices from the cholecystectomy tray were received. It could not be determined what may have cause the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that before an unknown procedure, the customer found a hole in the sterile packaging for the entire tray. Procedure was completed with another device of the same product code. There were no patient consequences reported.